Event description:
Olympus scope used.the wilson cook guided papillotome was used as assembled in package during routine ercp. The common bile duct had been cannulated anad filled with contrast. A wilson cook protector guidewire was advanced into the common bile duct, the cannula was removed and above mentioned papillotome advanced over the wire. The guidewire was then retracted down to a lower position in the common bile duct and the spincterotomy performed using the valley lab cautery unit with settings of coag 2 and cut 2. The valley lab rem polyhesive grounding pad was in use. The spincterotomy proceeded uneventful through 4-5mm with short bursts of cautery. It was then noted that the spincterotome wire was apparently broken. The patient suffered no undue sequelae and there was no concern about a quality problem in this casedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently, other. Invalid data - on device destroyed/disposed of status.